Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the site had no further issues. It was clarified the issue was discovered outside of a procedure. The instrument lot numbers were unknown. To date, the site had not returned the instruments. No further information was available.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Lumbar probe documented under MDR 1723170-2019-02167. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the thoracic and lumbar probes were noted to be damaged following malleting when attached to a ratcheting handle. It was reported that a hole would be drilled with the midas, the probe would then be malleted in prior to using tap. An awl tip tap was recommended to be used, but the surgeon declined. There was no patient present when this issue was identified. No additional information was provided. Medtronic received information that the probes could fit into a select instrument tracker.